Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.00x16 synergy ii drug-eluting stent was advanced with guidezilla as support but failed to cross the lesion. When the device was pulled, resistance was felt and upon checking the device, it was noted that the proximal part of the stent was slightly lifted. The procedure was completed with another synergy stent. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.00x16 synergy ii drug-eluting stent was advanced with guidezilla as support but failed to cross the lesion. When the device was pulled, resistance was felt and upon checking the device, it was noted that the proximal part of the stent was slightly lifted. The procedure was completed with another synergy stent. No patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. A visual examination identified damage as the stent struts in the proximal stent strut rows were lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.